Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated initially that a patient had high lead impedance with vns diagnostics testing. Further follow-up on (B)(6) 2011 revealed no high lead impedance was occurring, and all vns diagnostics tests were normal. However, it was noted on (B)(6) 2011 upon interrogation that the vns parameter settings were indicative of a previous faulted systems diagnostics test, as the settings were 1ma/20hz/500pulsewidth/30sec on/60 min off. The settings were adjusted back to intended settings at this visit. Attempts for programming history to establish when the faulted diagnostics test occurred are in progress.

Event description:
All attempts to the reporter for additional vns programming history have been unsuccessful to date.